Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this device were high out of range. It was noted that the patient had received an appropriate shock after the impedances were noted to be high out of range and the true shock impedance was within range. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.

Event description:
Additional information was received that the patient reported hearing tones from the implantable cardioverter defibrillator (ICD). Upon review it was noted that two months earlier another high out of range shock impedance measurement of 152 ohms was noted via the remote home monitoring system. Review found that the right ventricular (rv) lead shock impedance measurements had continued to be out of range and were generally stable around 140 ohms. Boston scientific technical services (ts) suggested commanded shocks, however the physician opted to continue to monitor the patient with no further testing at this time. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.